Manufacturer narrative:
The reported event of "the autopulse platform (sn (B)(4)) displayed "system error, out of service, revert to manual CPR" error message" was confirmed through the archive data review of the returned platform. The root cause was due to the defective drivetrain motor. The reported event of "the autopulse platform with damaged loop wire restraint" was confirmed through visual inspection. The root cause was due to normal wear and tear. Upon visual inspection, observed cracked front enclosure and noticed very stiff clutch, unrelated to the reported event. The top cover was replaced to remedy the issue. The autopulse platform is a reusable device and was manufactured in 2013 and is 6 years old, well beyond the expected service life of five years. Therefore, this type of damage found during visual inspection is characteristic of normal wear and tear for the life of the device. The platform failed initial functional testing due to ua17 (motor on for too long during active operation) error message. The archive data review showed occurrence of ua17 (motor on for too long during active operation), ua139 (unable to hold compression position (system error)) and ua07 (load imbalance between left and right sides of the load plate) error messages. The root cause for the occurrence of ua17 and ua139 was due to the defective drivetrain motor. The drivetrain motor was replaced to remedy the issue. The root cause for the occurrence of ua07 was due to defective load cells. The load cells are replaced to remedy the issue. Following the service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with serial number (B)(4).

Event description:
As reported, during shift check, the autopulse platform (sn (B)(4)) displayed "system error, out of service, revert to manual CPR" error message. In addition, the user noticed damaged loop wire restraint on the platform. No patient involvement.